Event description:
It was reported that bd pca set had foreign matter the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. On 11jun2024 during incoming inspection 8 syringes were rejected due to visible particulate and fiber detected on the rubber stopper and barrel interior, resulting in the syringe lot to be rejected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported visible particulate on syringes under material 8881135609, batch 2222815364. There were 8 samples returned, and the customer report of foreign matter was verified. The supplier was notified of the failure. The supplier was not able to identify a root cause or return a device history review. They provided an acknowledgment letter and are aware of the failure, and the responsible personnel are working on the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.